Manufacturer narrative:
Device not being returned. Additional information will be submitted if it becomes available. This is the final report.

Event description:
Revision surgery due to previous cup, allegedly not being fixated properly.